Manufacturer narrative:
The reported event of failure to convert rhythm was confirmed by reviewing the data in the device image. Final analysis found that the failure to convert rhythm was due to external factors and the device behaved according to the programmed settings. The device was tested on the bench for telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier and no anomaly was detected.

Event description:
Related manufacturer reference numbers: 2017865-2021-29045. It was reported that the patient experienced a ventricular fibrillation (vf) arrest. The shock from the implantable cardioverter defibrillator (ICD) failed to convert the rhythm. The patient was externally defibrillated. The ICD and the right ventricular (rv) lead were explanted and replaced. Patient was stable post procedure.